Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a procedure to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, fatigue, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adenomyosis ("adenomyosis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included vortioxetine hydrobromide (trintellix). In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2010, the patient experienced allergy to metals ("nickel allergy") and dysgeusia ("other injury(ies) or complication(s) please describe: metal taste"). In 2011, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced adenomyosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("anxiety") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (ablation and underwent a procedure to remove essure/hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, vaginal haemorrhage, abdominal pain, menorrhagia, female sexual dysfunction and back pain had resolved, the adenomyosis, abdominal pain lower, migraine, headache, allergy to metals, weight increased, abdominal distension, dysgeusia and anxiety outcome was unknown and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - in 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received with her demographic details were updated. Product indication updated. Aka name added. Following events were added: menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, nickel allergy, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, other injury(ies) or complication(s) please describe: metal taste, depression, anxiety, adenomyosis and back pain. Event clubbed: heavy vaginal bleeding/abnormal bleeding (vaginal) and painful menstrual cycles/dysmenorrhea (cramping). Event onset date were added. Event outcome added for: depression, fatigue, heavy vaginal bleeding/abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), painful menstrual cycles/dysmenorrhea (cramping), pelvic pain, abdominal pain and back pain. Concomitant and treatment medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.